Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code appears again.